Event description:
Boston scientific received information that during the implantation of this left ventricular (lv) lead, the patient experienced ventricular tachycardia (vt) once the lead was placed in the lateral vein. External defibrillation was administered to convert the patient's heart back to normal sinus rhythm. No other adverse patient effects were reported.

Manufacturer narrative:
This lv lead remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.